Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified test strips expire 09/30/2017. Customer's test strips are being stored in the bathroom, and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:252mg/dl (B)(6) 2015 09:31:00 am fasting: no. 2:240mg/dl (B)(6) 2015 09:29:00 am fasting: no. 3:40mg/dl (B)(6) 2015 07:55:00 am fasting: no. 4:125mg/dl (B)(6) 2015 06:18:00 pm fasting: yes. 5:83mg/dl (B)(6) 2015 08:52:00 am fasting: yes. Customers concern:40mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified test strips expire 09/30/2017. Customer's test strips are being stored in the bathroom, and opened vial date is (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern:40mg/dl. No adverse event reported.